Manufacturer narrative:
(B)(6). Concomitant medical product: tibial articular surface provisional right size cd, catalog # 42527000303, lot # 62449201. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. This report is number 2 of 2 mdrs filed for the same patient (reference 0001822565- 2017- 04846).

Event description:
It was reported that the doctor had difficulty getting the tibial articular surface provisional into position and used excessive force. No patient consequences were reported as a result of the malfunction. Attempts to obtain additional information are in progress, however additional information is unavailable at this time.

Manufacturer narrative:
(B)(4). The reported event is confirmed as the returned device was fractured. The visual inspection of the tasp exhibits signs of repeated use, and it has fractured on the lateral side of the post. All pieces were returned. This device has an unknown frequency of use. Device history record (DHR) was reviewed and no discrepancies were found. It was reported that excessive force was used, as there was an issue positioning the device, however it was reported that the surgical technique was followed. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The root cause is attributed to the previously addressed design issue. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.